Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, recognition testing was performed and the instrument was successfully recognized by the system. The pogo pins do not stick and are not contaminated. Verification of the instrument programming chip passed. Engineering also observed that the distal end of the instrument main tube has a 1.25" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that prior to the start of case, the large needle driver instrument was no recognized by the da vinci s surgical system. No additional information was provided. No patient harm, adverse outcome or injury was reported.